Manufacturer narrative:
Complaint sample arrived at (B)(6). Investigation was completed. The appearance evaluation at the headers-housing connection area could not detect the definitive dis-connection; however, the region was not clear because of the clotted blood. In the next step, the target dialyzer was cleaned and tested for air pressure in the water bath. The result showed that the air bubbles were detected from the connection point of the red (arterial) header and the housing. More detailed observation test was performed on the connection region of the red header and the housing using dye solution to simulate the blood leakage. As the result, the dye solution could be leaked out from the connection region, where air bubble leakage was observed. Microscopic observation of the connection area showed that the adhesion area of this disconnected region was rather "rough" surface, while normal region showed the smooth surface. In conclusion, the phenomenon of the blood leakage from the dialyzer to the outside was caused by the disconnection of the red header and housing during the dialysis treatment. The reason of the disconnection is not clear. Disconnection during the dialysis treatment might have occurred by physiological pressure elevation during the treatment. We shipped (B)(4) pcs of rexeed-25a with lot number uf4548. The manufacturing and quality control records of these dialyzers were investigated and no abnormality was found. No other resemble complaints from other facilities for the dialyzers with this lot number have been reported until now. Every dialyzer shipped into the market is physically inspected for appearance and leakage during the manufacturing process. If a defective part is found on a dialyzer, the dialyzer is removed from the manufacturing process. However in this only case, we concluded that the phenomenon of the blood leakage from the dialyzer to the outside was caused by the disconnection of the red header and housing during the dialysis treatment. We will continue to investigate all possible methods for improving the quality of our products.

Manufacturer narrative:
Due to our internal risk procedure, we consider this incident of 750 ml blood leak from the arterial header without alarm is an incident which might cause serious or non-serious adverse event although any adverse event and the detail information is not reported in this case. So we decided to submit this initial report, but the cause of the incident, at this moment, is unknown partly because we could not obtain the detail of this incident. We received the complaint sample whose analysis is now being performed. We are going to prepare a final report to be sent FDA as soon as we get the result of analysis.

Event description:
On (B)(6) 2016, the patient was started the treatment with dialysis session of rexeed-25a, which is a similar product of rexeed-s sold in the us. After 4 hours and 20 minutes from the start of the treatment, the blood leak (around 750 ml) from the arterial header was detected without alarm. The patient's blood was not returned in consideration for the possibility of contact with the dialysate. The patient's complete blood cell counts was collected. No adverse event was reported.